Event description:
Correction to the initial medwatch report that was unclear. It stated: during follow-up, anecdotal information was noted in correspondence that there were 5 cases over approximately a 3-month period and only one of those five patients had received a degree of burning. Repeated attempts for clarification were unsuccessful. No additional information available regarding this event. Correction: while conducting follow up on anecdotal information for medwatch report 2084725-2011-00032 (pt#1 of 5) it was discovered there was a second patient (pt#4 of 5) who experienced oral mucosal burns, swelling and bruising of the left-side of the tongue, immediately post-op.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa for the problem of hr-mucous membrane contact is not considered a significant trend. Complaint history trending for cidex opa for the problem of "hr-staining" is not considered a significant trend. Batch record review of cidex opa confirmed that the lot number met specification prior to product release. Date of manufacture was 4/19/2010 expiration date: march 2012. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhes (health hazard evaluations) were reviewed and the hazard/risks are none/negligible. There was no product returned for investigation multiple attempts have been made by the affiliate to gather additional information from the hospital for the reported event. The hospital has been uncooperative in providing information regarding the event and the patient involved. Due to a lack of information, an assignable root cause cannot be determined. The customer was informed of the cidex opa instructions for use (IFU) for soaking and rinsing. Users should rinse the probes adequately to remove all cidex opa residues. The affiliate rep went to the customer's site to observe the (B)(6) technicians normal processing of a toe probe for high level disinfection (hlc). It was reported that incidents have been reported only with the toe probes used in cardiac catheter lab. It is suspected that the staining report is a result of inadequate cleaning/rinsing of the device or soaking the device for extensive periods of time. It is possible that cidex opa residue may be present, leading to staining of the patient.

Event description:
A customer reported that the transoesophageal echocardiography (toe) probe manually disinfected in cidex opa has been associated with oral mucosal burns, swelling and bruising of the left-side of the tongue, immediately post-op. Patient was seen for additional follow up by an anesthesiologist and ear, nose, and throat (ent) surgeon. It was reported a diagnosis of lingual palsy due to possible prolonged pressure. There was no additional treatment provided. Facility stated that the echo machines and ge transoesophageal echocardiography (toe) probes were withdrawn from service. Ge was notified. The product specialist has followed up directly with the hospital staff and reiterated the instructions for use for this product in june 2011. The facility confirmed they are aware of cidex opa IFU recommendations in particular the soaking and rinsing times. During follow-up, anecdotal information was noted in correspondence that there were 5 cases over approximately a 3-month period and only one of those five patients had received a degree of burning. Repeated attempts for clarification were unsuccessful. No additional information available regarding this event. This report is associated to 2084725-2011-00032.